Event description:
In 2008, the patient reported recurring occlusions on her insulin infusion device and elevated blood glucose readings up to over 300 mg/dl. She stated this has occurred with the last 4-5 cartridges. Symptoms are weakness, loss of appetite and dry heaves. She said she corrects her readings by bolusing insulin through her device and, if her blood glucose does not lower within 2 hours, she gives herself an injection of insulin. She stated she just received an e4 (occlusion) alarm while trying to bolus 3.5 units of insulin. The patient was instructed to disconnect from her infusion headset and bolus 4 units through the tubing which went through without error. The patient changed her infusion headset and discovered the cannula was slightly bent. She said it had been in use for 1.5 days. She inserts her headsets by hand and occasionally 'hesitates' when inserting it. The patient has been on pump therapy for 7 years and has only inserted her sites below the navel. She stated she has scar tissue. Site selection and management were discussed with the patient. Courtesy infusion sets, insertion device, and a guide to site management were sent to the patient. On follow up with the patient, she stated she is "doing better." She said she experienced 1 more occlusion after the call and when she removed the headset, the cannula was kinked. She stated she inserted a new headset with no further issues. She stated her new site location is absorbing well and her blood glucose has stayed within her target range and even dropped to 46 mg/dl this morning. She said she felt shaky and weak and treated her low reading by eating divinity and by lunch her reading had returned to her target reading of 122. Mg/dl. The patient received the courtesy products. Site rotation and how to use the insertion device was reviewed with the patient. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.